Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was getting poor coupling and having difficulty recharging the right ins since implant on (B)(6) 2016. The patient had tried charging with two different ins rechargers (insr), but could not get more than two coupling bars. Full coupling bars were achieved with both insrs on the left ins. It was noted that the corners of the ins could be felt, it was not tilted, and was not moving in the pocket. An x-ray was performed and confirmed that the right ins was flipped. No further complications were reported.